Event description:
Medwatch said customer's sister reported that the customer was discovered by her neighbor on (B)(6) 2023 at 6pm incoherent, unresponsive, and sitting in a chair. The neighbor called the paramedics and treated the customer with orange juice. Paramedics suspended the pump and transported the customer to the hospital. It was unknown if the paramedics treated the customer. Customer¿s blood glucose went up in the hospital and she was treated with 5u of insulin (unknown by what method) and released at 5am. Customer¿s sister said the customer was in the early stages of dementia and might have overestimated the amount of carbohydrates she was eating and given herself too much insulin via the pump. Customer¿s sister did not understand why the blood glucose went low because the pump was supposed to issue a warning if the blood glucose drops below 90mg/dl. Pump was used at the time of the low since the paramedics removed the pump when they arrived but the pump was not used at the time of the high (which occurred after pump removal). It was unknown if the pump had auto mode/smartguard feature and if it was used during the low (though not used during the high).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. The initial report was submitted with incorrect information in the h6 section. For hyperglycemia event with health effect - clinical code 1905, health effect - impact code 4613 is no longer needed. Kindly ignore. For dementia, health effect impact code is updated to 2199 and has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and hyperglycemia with a blood glucose value of 459 mg/dl at the time of the event with the symptoms of dementia and unconsciousness. The customer was treated by emergency medical service with carb intake and an insulin pump. Troubleshooting was declined by the customer and it was known whether the insulin pump was utilized within 48 hours of the event along with an unknown active auto mode feature. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.